Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip has broken off during use. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for lot 6972479 revealed the holding sleeve-long for matrix was manufactured by avalign technologies - nemcomed. Po (B)(4), dated (B)(6) 2012, for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number sn (B)(4) revision on (B)(4) 12012. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 2012. (B)(4) parts were released to the warehouse on (B)(4) 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.